Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test found a tear in the exposed portion of the soft cannula. It cannot be determined when or how this damage occurred. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 250 mg/dl. The pod was worn between 4 and 24 hours. No further details.